Event description:
It was reported that on august 17th during a brevera procedure, during sampling the brevera biopsy unit was noted to make an abnormal harsh sound. The specimen radiographs for samples demonstrated numerous coarse densities not corresponding with the target calcifications. Close inspection of the needle was made, and the following completion of the biopsy showed an irregular shredded appearance of the distal aspect of the through. The densities on the specimen are consistent with the metallic pieces of the needle. The mammogram was made to ensure no metallic pieces were seen, and a follow-up mammogram will be performed to prove that no fragments are seen. No other information is available.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Device evaluated by MFR: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.